Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is underway. The reported problem (constant alarms) is being investigated. As received, the belt failed incoming testing. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's sister contacted zoll customer support to report constant alarms. The pt was issued a replacement electrode belt.